Manufacturer narrative:
Review of complaint activity did not identify any other complaints for lot 92243ui00 associated with the complaint issue. Tracking and trending report review for the architect tsh assay did not identify any adverse or non-statistical trends associated with the complaint issue. The sample that generated the falsely depressed result was not available for return, therefore sample specific testing could not be performed. Review of the customer's instrument logs did not identify conclusive information to indicate a sample integrity issue occurred with the discrepant results at the time of testing. Using worldwide field data, the historical performance of lot 92243ui00 was evaluated and compared to the performance of other architect tsh reagent lots. The patient median for the lot was within the established limits and comparable with other lots in the field and confirms no systemic issue for the lot. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect tsh assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer reported falsely depressed architect tsh results for a patient. The following results were provided for the patient sample: architect: 1.9, 2.64 miu/ml, and at different lab (method unknown): 6.6 miu/ml. No impact to patient management was reported.